Event description:
Reportedly, this ring was explanted after approximately a 2 month implant duration due to mitral regurgitation

Manufacturer narrative:
F1. User facility. F2: unk. F3: william p. Deschner, 7910 w. Jefferson blvd, suite 102, ft wayne, in 46804, united states. F4: see e1. F5: see e1. F14: see g1. H6: # 86: device not returned.